Event description:
The product was used during a laparoscopic cholecystectomy procedure. Reportedly, the shield did not retract. The surgeon applied another device to complete the procedure. The hospital has reported no patient injury occurred.

Manufacturer narrative:
8/17/1998- supplemental report #1 sent to FDA. Additional data entered in d9. Device evaluation indicated and codes entered in h3 and h6.